Event description:
The catheter was inserted in 2008, in the left arm. Thirdteen days later, the nurse felt resistance when giving an antibiotic, so she checked the injection site and found the catheter broke at 2-3 cm patient side below the disk. The doctor tried to insert another catheter in the same insertion site, but felt resistance. An x-ray revealed that a piece of the broken catheter was still in the patient. A surgeon then removed the catheter fragment successfully.

Manufacturer narrative:
One used unit was received in 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 08 may 2008.